Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: what color cartridges were used? Green on all firings. Was buttressing material used? Yes, baxter. Were any issues noted in the initial procedure? No problems initially. Came back in with leak later. How was the leak identified? Reoperation and it was narrowed down to the last firing. He doesn¿t think it was an instrument failure but a cartridge selection. He is wanting to change his reload color. He mentioned blue and we let him know about our gold also as an option. How long post-op did leak occur? He couldn¿t remember but will look it up and get back to us. What is the current patient status? Stable.

Event description:
It was reported that following the laparoscopic sleeve gastrectomy, the patient returned to the hospital with a leak. This is all the information known at this time. No device returning.